Event description:
Note: this MFR report pertains to the second of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-1390, and #3005099803-2008-1808 for a description of the other devices. It was reported to boston scientific corporation that an autotome sphincterotome was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the device did not bow correctly. The bow was not sufficient in that it was almost a backwards bow, where it was not enough to cut. This occurred on three consecutive units. The procedure was able to be completed with an olympus sphincterotome. No patient complications were reported as a result of this event. At the conclusion of the procedure, no harm was reported to the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.